Event description:
The customer reported chipped distal cap, objective lens and worn distal sheath during service and maintenance involving an olympus ¿device¿. The customer suspected that the cause of the rm malfunction was this. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.